Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and replaced the coiled cable and video receiver board then verified performance to factory specifications. The customer was also provided with connectors that they had requested. Subsequently, the stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that the display for the cs300 intra-aortic balloon pump (iabp) experienced a malfunction. It was later clarified that the display was shaking and scrolling. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.

Event description:
It was reported that the display for the cs300 intra-aortic balloon pump (iabp) experienced a malfunction. It was later clarified that the display was shaking and scrolling. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.